Event description:
Review of information indicates high lead rv pacing impedance noted, right ventricular oversensing noted. The lead was replaced. Additional information received indicates the pt received multiple shocks and presented to the ER where the lead was determined to be fractured.

Manufacturer narrative:
Other: review of information indicates high lead rv pacing impedance noted, right ventricular oversensing noted. The lead was replaced. Additional information received indicates the pt received multiple shocks and presented to the ER where the lead was determined to be fractured. No conclusion can be drawn. Impedance, high, lead(s), fracture of; oversensing, shock, inappropriate.